Manufacturer narrative:
The o2 manifold was returned for failure investigation (fi). The fi was able to confirm the reported issue and determined the root cause was damage caused by contamination in port b.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10aug2020.

Event description:
It was reported to philips that the device was not sensing oxygen when connected. The device was reported as being in use on a patient at the time of the event. The initial reporter confirmed there was no adverse patient impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the oxygen manifold will need replacement. The customer's biomed replaced the oxygen manifold. The device passed performance verification testing and was placed back into service.